Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc and act button. The keypad connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and keypad is non responsive. Customer's blood glucose level went into the 427 mg/dl. Customer states that they had issues with high blood glucose and also keypad button sticking and now the keypad is non responsive. The insulin pump will be returned for analysis.